Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level according to available information. The customer was instructed to consult a healthcare provider for backup therapy options.